Manufacturer narrative:
The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that none of the buttons on the infusion device are working. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.